Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen, battery compartment and internal component moisture ingress, and a pump case leak. This report is made based on results of the investigation performed on 03/26/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/26/2015 with the following findings: moisture was observed within the battery compartment. Leak testing revealed a pump case leak. Investigation revealed the display screen was dim and discolored. The vibration alert function was inoperable. Moisture was observed on the printed circuit board and display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).